Manufacturer narrative:
As of this report, the device and ventricular lead remain in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this device was oversensing resulting in pacing inhibition. The patient's rates were in the 30 bpm range. The patient is pacemaker dependent and was symptomatic at these low rates. The sales representative noted she would try a few things to mitigate this issue and would call back should she require further troubleshooting from technical services.